Event description:
It was reported that during an esophagectomy procedure, the right side of the staple line was not stapled completely and came up after closing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.